Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that an arcticsun device had an inaccurate flow rate of 1.5-1.7l/min and was insufficiently cooling. Patient temperature was 34.1c, water temperature was 6.8c,and target temperature was 33c. Nurse disconnected and reconnected the pads several times and also emptied the pads and restarted therapy. Four medium pads were in place with exposed abdomen. The nurse stated the foam on all four pads was frayed near the connectors. With pads attached system diagnostics showed flow rate 1.5 l/min, inlet pressure -6.8 psi, control panel at 44%. Mss had the nurse check the pads and fluid delivery line for bends and kinks, and she saw none. No other device was available. The nurse wanted to change the pads. Mss explained that it may be a device issue. The pads were changed to large. Patient temperature at 33c target. Water temperature 27.3c and flow rate was 1.9-2l/min. Device continued to display low flow and low air leak. System hours were 4313, pump hours were 3902. System diagnostic showed unstable flow rate between 1.4-2.4l/min, control panel 100%. Mss advised nurse to disconnect and reconnect pads holding only blue foam tubing and low flow continued. Inlet pressure would not stabilize and jumped up and down. Mss recommended they borrow a device from a sister facility.

Event description:
It was reported that an arcticsun device had an inaccurate flow rate of 1.5-1.7l/min and was insufficiently cooling. The patient's temperature was 34.1c, water temperature was 6.8c,and target temperature was 33c. The nurse disconnected and reconnected the pads several times and also emptied the pads and restarted therapy. Four medium pads were in place with exposed abdomen. The nurse stated that the foam on all four pads was frayed near the connectors. With pads attached, system diagnostics showed flow rate of 1.5 l/min, inlet pressure of -6.8 psi, and control panel at 44%. Ms&s had the nurse check the pads and fluid delivery line for bends and kinks, and she saw none. No other device was available. The nurse wanted to change the pads. Ms&s explained that it may be a device issue. The pads were changed to large. The patient temperature was at 33c target, water temperature was 27.3c and flow rate was 1.9-2l/min. The device continued to display low flow and low air leak. The system hours were 4313, pump hours were 3902. System diagnostic showed unstable flow rate between 1.4-2.4l/min, control panel 100%. Ms&s advised the nurse to disconnect and reconnect pads holding only blue foam tubing and low flow continued. Inlet pressure would not stabilize and jumped up and down. Ms&s recommended they borrow a device from a sister facility.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use 1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number and largest size pads. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."